Event description:
Stryker (B)(4) received a letter from curtis legal solicitors regarding (B)(6) male patient who was implanted with a mitch trh acetabular cup, a mitch trh modular head and an uncemented accolade femoral stem on (B)(6) 2008. The solicitor explained that the patient was having regular blood ion tests and x-rays from (B)(6) 2010 and underwent revision surgery on (B)(6) 2012. The solicitor is claiming that the above combination was defective and refers to the field safety notice issued in (B)(6) 2012 regarding the accolade / mitch combination.

Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: cat # mmh-9988-0050, lot # fm063626, description: mitch trh md hd sz 50+0, manufacturer: depuy. Cat # mac-9988-5056, lot # fm063013, description: std mitch trh cp sz 50/56, manufacturer: depuy. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. No further details regarding the patient's symptoms or the revision procedure were received. All further communications will be handled by stryker legal. Device not returned.

Manufacturer narrative:
An event regarding a revision for unspecified reasons involving an accolade stem was reported. The event was not confirmed. Device evaluation could not be performed as no items associated with the event were returned or made available for evaluation. No medical records or x-rays were made available for evaluation. Device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review. There have been no other events for this lot. The event could not be confirmed nor the root cause determined because the devices were not returned for evaluation.

Event description:
Stryker UK received a letter from (B)(6) legal solicitors regarding a (B)(6) male patient who was implanted with a mitch trh acetabular cup, a mitch trh modular head and an uncemented accolade femoral stem on (B)(6) 2008. The solicitor explained that the patient was having regular blood ion tests and x-rays from (B)(6) 2010 and underwent revision surgery on (B)(6) 2012. The solicitor is claiming that the above combination was defective and refers to the field safety notice issued in april 2012 regarding the accolade / mitch combination.